Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Tee showed heavily thickened prosthetic leaflets, with a flail prosthetic leaflet in the p2 scallop region with resultant severe, bidirectional mitral regurgitation. In addition, there was lack of leaflet coaptation in the p1 region.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The stenosis and regurgitation in this case may have been impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Based on the information received patient factors and progression of valvular disease may have contributed to the event; however, cause cannot be determined. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 33 mm mitral valve implanted for an unknown implant duration underwent transcatheter valve-in-valve procedure in mitral position due to stenosis and regurgitation. The 29 mm transcatheter valve was implanted inside the failing valve. Patient was reported to be doing well. No additional information was provided.